Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue.

Event description:
Additional information indicates that the patient did not mention any pain at the ipg site during the surgery day.

Manufacturer narrative:
The report of pain at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site. The report stated that the location of the pocket site, was going to be relocated; however, there was no mention in the report if the pocket site was relocated during the ipg eol revision procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Per additional information received the event is no longer reportable.

Event description:
Information indicates that the patient did not report any pain to the manufacturer representative at the time of surgery. The ipg was replaced due to normal/ device reaching expected longevity.